Manufacturer narrative:
A catheter was placed. The doctor will carry out a uni-lateral revision in 4-6 weeks.

Event description:
Interoperative bladder perforation. The doctor pierced through the urogenital diaphragm with the sharp tip trocar too hard, resulting in a bladder perforation on the patient's left side. Although there was no urine leaking down the u-channel sheath, nor contrast leaking on fluoroscopy, the trocar was seen through the bladder on the ambu flexible cystoscope.due to the bladder perforation on the patient's left side, one proact implant was placed on the patient's contralateral right side